Event description:
The patient reported that the pump gave an alarm during the prime process. Troubleshooting revealed that the drive support cap was protruding. Advised the patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.